Event description:
It was reported that during the procedure to treat a target lesion in the distal superficial femoral artery, the physician deployed the supera stent; however, the stent did not release from the stent delivery system. As the stent delivery system was removed, the stent was also removed from the patient anatomy. The entire system was pulled back into the procedure sheath and removed as a single unit. A second supera stent was then deployed at the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of lot history record revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).